Event description:
Home pt (hp) reports two incidents of a leak in the supply line tubing of the homechoice set. Hp noted each leak when puddle was noted on floor during treatment. Hp was instructed by baxter tech to discontinue treatment and contact the rn. No pt injury or medical intervention required per hp with either incident.